Event description:
Our affiliate is reporting to us that during an arthroscopic meniscal repair, the surgeon experienced a sequence of events that ultimately caused the procedure to be abandoned and the pt moved to another facility for repair. The surgeon was using mitek rapidlok meniscal fixations devices and a mitek meniscal applier to facilitate a meniscal repair. It appears that the 1st meniscal applier did not work; a 2nd applier was employed to deploy the fixation devices; the 1st device deployed and fixated properly, however, on the next 3 devices, the sutures broke rendering the devices useless. For whatever reason, this was all of the meniscal fixation devices that the facility had in their possession; it is at this point that the surgeon chose the abandoned procedure; the pt was transferred to another facility for remedy. This is all of the info made available at this time; there are questions out for further detail and clarity. Also see associated mdrs 1221934-2011-00027, 1221934-2011-00028 and 1221934-2011-00030.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.